Event description:
It was reported that the pump exhibited a force calibration test failure. No patient injury was reported.

Manufacturer narrative:
There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the pump was in excellent condition. Force sensor background test found in pump event history log. During functional testing the reported problem was duplicated during occlusion test. The plunger cable was not working as intended. The root cause was unable to be determined. Replaced plunger cable and performed power up process and all the functional test passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).